Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use, the ventilator's lower display went blank. The ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
Added repair information to better reflect repair information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphical user interface (gui) printed circuit board (pcb) and gui flex cables were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.